Event description:
It is reported that the device was implanted in late 2006 ,and revised in 2009 due to the pt experiencing pain and swelling. Upon removal of the device, it was noted that there was metalosis and a "gray slime" substance on the locking screw. The articular surface is the only device being returned for evaluation. The locking screw and articular surface are being sent to an outside lab for the "gray slime" to be evaluated.

Manufacturer narrative:
This report will be amended when our investigation is complete. Zimmer, inc. Will be sending the devices to a consult outside lab for examination.